Event description:
A customer reported a malfunction on their pump. There was no reported impact to the customer's blood glucose level. The customer contacted technical support, which provided information on how to reset the pump and assisted in completing the process. After resetting, the malfunction did not recur, enabling the customer to continue using the pump. The customer was advised to contact technical support again if the malfunction recurs, and they acknowledged this guidance.